Event description:
Below is a timeline of the situation: 3 months: the hospital implemented bbrauns onguard closed system transfer device (cstd) product line for administration of chemotherapy and compliance with usp 800. A pattern was observed across six event reports related to disconnects and subsequent chemotherapy spills that occurred during continuous chemotherapy infusions administered to young, active patients. The disconnections occurred where the bbraun onguard orange syringe adaptor lock (product code 412126) connects to the bbraun white luer lock adaptor (product code 412114). As a result of these events, the hospital team met with bbraun representatives to express concerns regarding disconnections of the products. The vendor explained that excessive re-checking/re-tightening at the point of the connection between the two bbraun devices could result in a deterioration in the product that would reduce the quality of the connection. Staff were retrained and all steps recommended by bbraun were immediately implemented. The hospital team requested a call with the bbraun medical affair specialist to emphasize our concerns and to gain additional insight regarding any changes in supply chain or production processes due to the covid outbreak that may have impacted product quality, leading to disconnections. In the next month: there were four additional chemo spills. We informed bbraun that the recommended steps had not resolved the issue. Bbraun and hospital team were determining next steps. Pending determination between bbraun and hospital team, we added an ICU medical spiros connector chemoclave between the two bbraun devices as an attempt to accommodate patient movement and provide a temporary fix for the safety of our staff, patients and families. In the next 4 months: bbraun representatives came onsite to demonstrate a substitute bbraun product, a white syringe adaptor (product code 412118). The white syringe adaptor (product code 412118) was implemented for all IV bag chemotherapy infusions and use of the spiros connector chemoclave was discontinued. Afterwards, we no longer had disconnects reported between the bbraun white syringe adaptor and the bbraun white luer lock adaptor. We did observe new event reports regarding disconnects between the bbraun white luer lock adaptor and the ICU medical clave neutral connector (product code b3300) that connects to the patients central line (see example #1 in image). We recommended trial use of bemis healthcare parafilm m (product code pm992) at sites involving the bbraun devices to ensure a more secure connection. We implemented this recommendation as a standard process. The disconnects persisted despite adding parafilm m over the connection, but now at the point of connection between the bbraun luer lock adaptor and the ICU medical clave neutral connector. Staff education on vendor recommended technique for device connection was reinforced with all staff during the month of august, 2020. A hands-on training session was provided for newly hired staff. Staff trialed a different tubing set up to determine if connecting the cstd on a different location of the patients line may help; this did not work. Staff trialed another tubing set up. Disconnects persisted despite all of these interventions. After each chemotherapy disconnect, leadership rounded with the specific individuals involved. Hospital team explored lot numbers but were unsuccessful in determining a correlation between a specific lot number and the disconnections that occurred. Summary and conclusion: after multiple adjustments we were unable to provide a secure connection with the bbraun. Use of a luer lock connection is a basic skill among our staff. Our goal was to improve the safety of administration of chemotherapy and reduce the potential for exposure to hazardous medications with the implementation of this cstd; instead exposures have increased. Several spills resulted in the avoidable exposure of parents/guardians of our patients to chemotherapy. All spills resulted in the waste of expensive medications, some of which have extremely limited availability. These disconnections cause a risk for a patient infection. Given the significant risk this poses to our patients, parents/guardians, and staff, we are hesitant to continue using this product.

Event description:
Below is a timeline of the situation: 3 months: the hospital implemented bbraun¿s onguard closed system transfer device (¿cstd¿) product line for administration of chemotherapy and compliance with usp 800. A pattern was observed across six event reports related to disconnects and subsequent chemotherapy spills that occurred during continuous chemotherapy infusions administered to young, active patients. The disconnections occurred where the bbraun onguard orange syringe adaptor lock (product code 412126) connects to the bbraun white luer lock adaptor (product code 412114). As a result of these events, the hospital team met with bbraun representatives to express concerns regarding disconnections of the products. The vendor explained that excessive re-checking/re-tightening at the point of the connection between the two bbraun devices could result in a deterioration in the product that would reduce the quality of the connection. Staff were retrained and all steps recommended by bbraun were immediately implemented. The hospital team requested a call with the bbraun medical affair specialist to emphasize our concerns and to gain additional insight regarding any changes in supply chain or production processes due to the covid outbreak that may have impacted product quality, leading to disconnections. In the next month: there were four additional chemo spills. We informed bbraun that the recommended steps had not resolved the issue. Bbraun and hospital team were determining next steps. Pending determination between bbraun and hospital team, we added an ICU medical spiros connector chemoclave between the two bbraun devices as an attempt to accommodate patient movement and provide a temporary fix for the safety of our staff, patients and families. In the next 4 months: bbraun representatives came onsite to demonstrate a substitute bbraun product, a white syringe adaptor (product code 412118). The white syringe adaptor (product code 412118) was implemented for all IV bag chemotherapy infusions and use of the spiros connector chemoclave was discontinued. Afterwards, we no longer had disconnects reported between the bbraun white syringe adaptor and the bbraun white luer lock adaptor. We did observe new event reports regarding disconnects between the bbraun white luer lock adaptor and the ICU medical clave neutral connector (product code b3300) that connects to the patient¿s central line (see example #1 in image). We recommended trial use of bemis healthcare parafilm m (product code pm992) at sites involving the bbraun devices to ensure a more secure connection. We implemented this recommendation as a standard process. The disconnects persisted despite adding parafilm m over the connection, but now at the point of connection between the bbraun luer lock adaptor and the ICU medical clave neutral connector. Staff education on vendor recommended technique for device connection was reinforced with all staff during the month of august, 2020. A hands-on training session was provided for newly hired staff. Staff trialed a different tubing set up to determine if connecting the cstd on a different location of the patient¿s line may help; this did not work. Staff trialed another tubing set up. Disconnects persisted despite all of these interventions. After each chemotherapy disconnect, leadership rounded with the specific individuals involved. Hospital team explored lot numbers but were unsuccessful in determining a correlation between a specific lot number and the disconnections that occurred. Summary and conclusion .after multiple adjustments we were unable to provide a secure connection with the bbraun. Use of a luer lock connection is a basic skill among our staff. Our goal was to improve the safety of administration of chemotherapy and reduce the potential for exposure to hazardous medications with the implementation of this cstd; instead exposures have increased. Several spills resulted in the avoidable exposure of parents/guardians of our patients to chemotherapy. All spills resulted in the waste of expensive medications, some of which have extremely limited availability. These disconnections cause a risk for a patient infection. Given the significant risk this poses to our patients, parents/guardians, and staff, we are hesitant to continue using this product.